Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the biopsy channel could not be identified and a definitive root cause of the issue could not be determined, as there was no observed device deformation that might result in the retention of foreign material and no additional event or reprocessing information was reported or available, however, the issue was likely the result of insufficient/improper device cleaning and or reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The brush experienced an obstruction because there was a foreign object stuck inside the biopsy channel. In addition to evaluation in b5, the plastic distal end cover had a deep chip. The insertion tube was discolored. The light guide tube had scratches and was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus during reprocessing, the evis exera iii gastrointestinal videoscope had an obstruction where the brush could not pass through. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: there was a foreign object stuck inside biopsy channel due to insufficient cleaning.